Event description:
According to the reporter: during a lap inguinal hernia repair, the balloon did not inflate. A new balloon was opened in order to complete the case. There was no patient injury regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.